Event description:
The manufacturer received information alleging that during preventative maintenance the conducting wires were exposed on the trilogy evo device. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated at the manufacture service center. During the evaluation it was noted that there was physical damage to the speaker assembly which lead to the conducting wires to be exposed on the device. In conclusion, the device's speaker assembly was replaced to address the issue. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.